Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 9, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue, along with a detached and missing haptic. The lens was cleaned and further inspected under magnification revealing that scratches and lens damage were also present on the lens. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of an intraocular lens (iol) into a patient¿s left eye, it was noted that the trailing haptic was damaged. The lens was removed during the same procedure. Another johnson and johnson lens, model za9003 of 23.0 diopter was used as a replacement. There were no surgical and/or medical interventions required, and no patient injury reported. The patient outcome was reported to be fine. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been